Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus). The aus was explanted and a new device consisting of a 5.0 cm cuff, pump and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report is a duplicate event and is reported under 10383967. Device not returned for evaluation.

Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus). The aus was explanted and a new device consisting of a 5.0 cm cuff, pump and balloon were implanted. No patient complications were reported.

Manufacturer narrative:
Information added. Lot number added. Implant date added.

Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus). The aus was explanted and a new device consisting of a 5.0 cm cuff, pump and balloon were implanted. No patient complications were reported.